Event description:
Customer reports the following: "biomed reported pump problem alarm and found failures in log, am waiting confirmation that pins were clean and for biomed to power up pump so logs can be downloaded. No patient harm. 3/13/23 - downloaded logs and biomed cleaned pins today, ran test infusion and no errors." Outlet flag failure (outlet flag was missed although outlet valve appears open). This stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.